Event description:
Per the clinic, the patient underwent abutment removal under general anesthesia on (B)(6) 2025, to upgrade to newer technology in the future. Additionally, wound debridement was carried out during the procedure to aid healing.